Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was something wrong with the device. The patient stated they couldn¿t get it off of a. The patient met with a manufacturer¿s representative (rep) 2-3 months ago and they set up adaptive stimulation for them, but the patient didn¿t remember seeing the a. It was determined that adaptive stimulation was enabled, and the patient was on group b. The patient stated group b was for high frequency settings and they normally don¿t feel the stimulation, but they started feeling stimulation in their legs when they laid down. The patient stated they had an MRI that was unrelated to the device and they noticed the change around that time. The patient said the device was put into MRI mode for the MRI, but now they were concerned it messed something up with the device. The patient stated when they turned stimulation down to 0.2 they still feel it in their legs which they never did before. The patient stated it was set at 7 or 8 and they wouldn¿t feel anything. The patient asked what made it change on its own. The patient stated they turned off stimulation a month/month and a half ago because it was acting up and they weren¿t hurting all the time. The patient stated their back was now hurting again, so they want to turn stimulation back on. A rep stated they would call the patient to follow up with them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(4) 2017 stating that they have not spoken with the patient but they indicated who the rep was that did follow up with the patient. Additional information was received from that rep on (B)(6) 2017. The rep stated that the patient¿s issues resolved at the time of the initial report. Patient services walked them through the steps. Per the patient, the sensor had been activated following an MRI by user error. The sensor had been accidentally turned on. The patient¿s weight remains unknown. No further complications were reported/are anticipated.